Event description:
Plaintiff alleges being diagnosed as latex allergic from her eposure to latex exam gloves. She alleges that as a result of this disease, she has suffered substantial injury, pain and suffering as well as economic loss, plaintiff's husband, alleges loss of consortium of his wife.